Manufacturer narrative:
Age or date of birth, weight and ethnicity: not applicable, as there was no patient contact with the product. Implant date: if implanted, give date: not applicable, no patient contact with the product. Explant date: if explanted, give date: not applicable, no patient contact with the product. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain additional information regarding the complaint; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the pre-loaded intraocular lens (iol) was cracked and there was no patient contact with the device. Issue was observed during product handling. A back-up lens was used to complete the procedure. No further information was provided.

Manufacturer narrative:
Product investigation was completed, and the following fields were updated accordingly: section d9: device available for evaluation: yes. Section d9: date returned to manufacturer: 25-may-2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint handpiece was received inside of the original folding carton. Visual inspection under magnification revealed that the handpiece was received with the lens stuck inside of the cartridge and overridden by the plunger rod. The cartridge tip and cartridge were also observed to be cracked. The handpiece was disassembled, and the assembly was inspected, no assembly issues were observed. The lens was removed from the cartridge and cleaned, revealing that one haptic was detached and that the lens was damaged from folding. Complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.